Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator went into backup vvi mode on (B)(6) 2015 due to memory corruption. After a product code download, analysis indicated that the device had reached normal elective replacement indicator.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a device check. A surface electrocardiogram showed intermittent pacing at 67.4 ppm with intrinsic activity at rates above 67.4 bpm. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No further information was available at this time.